Manufacturer narrative:
The associated complaint devices were not returned. A clinical analysis indicated that no clinical documentation was presented therefore a thorough medical investigation could not be performed. It was reported that an mua was performed post- dislocation. Pt impact beyond the mua cannot be determined. No further medical assessment is warranted at this time. A review of the manufacturing records for the provided batches did not reveal a manufacturing abnormality that could have caused or contributed to the reported incident. Without the actual product involved our investigation cannot proceed. No further investigation is warranted for this complaint; however we will continue to monitor for future complaints and investigate further as necessary. If the devices are received in the future, this complaint can be re-opened. We consider this complaint closed.

Event description:
The surgeon performed a mua and was able to relocate the knee into it's proper position. However, he was not happy with stability. Dr opened the knee and when going through a range of motion he external rotated the and the femur jumped the post.